Manufacturer narrative:
The territory manager reported on behalf of the hcp that the sensor was broken into two pieces and the end cap of the sensor fell off during the removal procedure. All pieces of the sensor were successfully retrieved from the user. The user is doing fine, and no further investigation is required.

Event description:
On march 28, 2023, senseonics was made aware of an adverse event where the sensor broke in two pieces and the sensor end cap came off during the removal procedure.